Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Additional information has been requested. (B)(4)

Event description:
A healthcare professional reported during an intraocular lens (iol) implant surgery the capsule ruptured and an anterior vitrectomy was performed. The lens was replaced with another.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried on the lens. Light scratches are observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. A malfunction has not been indicated. No further information has been provided as to how the capsular rupture occurred. (B)(4).